Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the implantable pulse generator (ipg) exhibited a grommet/setscrew problem. The right ventricular (rv) lead was disconnected from the device, and upon replacement of the lead it was impossible to fasaten the lead in the device port. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.